Manufacturer narrative:
Device investigation summary ¿ it was reported that a driving cap (03.010.523 lot 8751022) threaded tip broke inside a radiolucent insertion handle during a tibial nailing procedure. The returned instrument was examined and the complaint condition was able to be confirmed as the threaded tip of the driving cap was found to be broken off and retained within the insertion handle. A definitive root cause was unable to be determined however the failure mode is consistent with off-axis hammering on the device before fully seating the driving cap on the aiming arm and/or repeated cross threading the device. The driving cap is mentioned in five (5) technique guides: cannulated tibial nail, adolescent lateral entry femoral nail (alfn), retrograde/antegrade femoral nail, suprapatellar instrumentation for tibial nail and cannulated lateral entry femoral recon nail. In each instance it is used in conjunction with an aiming arm and hammer to insert a nail following the opening of the medullary canal and reaming (optional). The aiming arm/driving cap assembly are attached to the nail which is inserted into the patient using a combination of twisting motion and light hammer blows. Relevant drawings for the returned instrument were reviewed; the design, materials and finishing processes were found to be appropriate for the intended use of these devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: may 12, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drive cap sheared off of an insertion handle as it was being malleted during an intramedullary (im) nailing procedure of the left femur. The surgeon had just put in the recon screw when the drive cap sheared off at the insertion handle interface. The threads from the drive cap remain in the insertion handle; they were able to get the insertion handle out. No reported surgical delays or retained fragments. The fracture had compressed, so the surgical team locked the device distally. The procedure was completed successfully without further incident. This report is 1 of 1 for (B)(4).